Event description:
It was reported the patient had a syncope episode and was transported to another facility. The patient is reported to have had ventricular fibrillation (vf), external defibrillation was performed and did not terminate the rhythm. The patient was supported with a percutaneous cardiopulmonary support device and the vf stopped. Interrogation of the device was performed by the hospital staff and reported that the device detected the vf and one joule energy was given. The patient is reported to have died. The device was explanted and discarded by the facility.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. The initial reported event was received on (B)(6) 2013. Of note, the serious injury of syncope, ventricular fibrillation and insufficient energy is normally submitted via a bimonthly medwatch report submission that would have been due on (B)(6) 2013. Information was subsequently received on (B)(6) 2013 and revealed the patient is deceased. As there is new information that reasonably suggests the device has or may have caused or contributed to a death this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. Concomitant products: 694758 implantable tachy lead, implanted: (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.